Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users has no more access to sound. No trauma has been reported.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer has any access to sound. No trauma has been reported. The user has been re-implanted.

Event description:
The user no longer has any access to sound. No trauma has been reported. The user has been re-implanted. Despite requested, the device has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.